Event description:
It was reported the devices were used during a laparoscopically assisted vaginal hysterectomy. It was reported on the 7th firing of the first atw35, the anvil would not spring back up when the approximating lever was released. The instrument was not locked on tissue, it was able to be removed, but the top anvil would not spring back up. Another atw35 was opened and after 2nd firing, the same incident occurred. Procedure completed laparoscopically. There was no pt consequence.